Manufacturer narrative:
The removed blower motor (blower motor assembly) was returned to the failure investigation lab (fi). A visual inspection of the blower motor (blower motor assembly) revealed obvious dust or debris on unit. There were signs of mechanical damage of physical mishandling. There were no obvious indications of electrical overstress or overheating. There were no signs of wear on connector or cabling. The fi technician installed the blower motor (blower motor assembly) into a fi ventilator to duplicate the reported issue. Found that lm20 is reading 0 volts to ground. No further testing is required.

Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
The field service engineer (fse) was dispatched onsite. Upon arrival, the fse downloaded and reviewed the diagnostic report. The fse attempted to turn on the ventilator, obtain flow with multiple settings but still no flow. The problem reported clearly presented no flow. The fse disconnected the old blower, connected the new blower, turned on the vent, and had flow. The fse replaced the blower assembly, and this resolved the reported issue. The device passed the required performance verification tests per philips standards.

Manufacturer narrative:
(B)(6) 01sep2021. There was no patient involvement.

Event description:
It was reported to philips that the ventilator will not cycle and there¿s no air flow. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem that there is no occlusion alarm, and no flow from the vent. Possible bad blower. The rse provided part ID for blower assembly.